Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed supplies and resumed insulin delivery to address the bg level. Reportedly, the customer continued to use the pump for insulin therapy.